Event description:
A customer reported to baxter (B)(4), a one-link needlefree IV connector in which a blood backflow was observed. According to the report, the blood backed up into the "PICC line down to the clamp." The one-link connector appeared to be blocked, but was able to be flushed. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "a one-link needle free IV connector in which a blood backflow was observed" could not confirmed during sample evaluation. The sample was tested for blockage and for flow test. No defect was observed and the sample was working within specification. Assignable root cause of the reported condition is unknown. Additional information: a batch review cannot be performed since there was no lot number provided. Should additional information be received, a follow-up medwatch will be submitted.